Manufacturer narrative:
Correction h11- the device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint history identified no other similar complaints from this lot. Based on the information provided, a definitive cause for the reported failure to deflate could not be determined; however, the reported difficulty removing the device and break appear to be related to operational context. Possible factors that may contribute to failure to deflate the balloon include, but are not limited to, deflation technique, loose connection with the indeflator, contamination in the inflation lumen or damage to the guide wire and/or inflation lumen. In this case, it is likely that since the balloon would not deflate, the balloon dilatation catheter (bdc) became stuck, resulting in the reported difficulty removing the device from the guiding catheter. Upon further manipulation of the device, against resistance, the device ultimately fractured/separated. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint history identified no other similar complaints from this lot. Based on the information provided, a definitive cause for the reported failure to deflate could not be determined; however, the reported difficulty removing the device and break appear to be related to operational context. Possible factors that may contribute to failure to deflate the balloon include, but are not limited to, deflation technique, loose connection with the indeflator, contamination in the inflation lumen or damage to the guide wire and/or inflation lumen. In this case, it is likely that since the balloon would not deflate, the balloon dilatation catheter (bdc) became stuck, resulting in the reported difficulty removing the device from the guiding catheter. Upon further manipulation of the device, against resistance, the device ultimately fractured/broke. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was to treat a proximal occlusion in the left anterior descending (lad) artery. For post dilatation, the nc trek balloon dilatation catheter (bdc) was used; however, after multiple attempts to deflate the balloon, the balloon failed to deflate. The bdc was attempted to removed; however, the bdc could not be retracted in the guide catheter (gc) and shaft of the bdc became fractured [separated]. Therefore, the bdc and gc were removed as a single unit. Outside the patient anatomy the bdc was able to be removed from the gc. The gc was reinserted to continue the procedure. There was no adverse patient effect and no clinically significant delay reported in the procedure. No additional information was provided.